Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
No adverse patient effects have been reported as a result of this event, and current records suggest that this device remains in service at this time. This event will be updated if any additional information becomes available.

Event description:
The device was later explanted for normal battery depletion. The device was returned for reliability analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the mid-life display of replacement indicators product advisory population, declared elective replacement indicator (eri) due to an extended middle of life (mol) change time after approximately 64 months of implant. The last reported device battery status was 2.67 v with change times of 20.5 seconds.